Manufacturer narrative:
The device was received fully deployed. The device completed first prime at 43 pulses and was deactivated at 2132 pulses. No alarms, timeouts, or drive stalls were generated. The eseal and bottom housing were checked for damages and none were found. The device was reset to the not deployed position and was manually deployed. No issues were found with the needle mechanism that would contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 4 and 24 hours. The pink slide insert did not move forward indicating that there was a needle mechanism failure. As treatment he patient replaced the pod.